Manufacturer narrative:
The reporter informed the company that the product will not be returned.

Event description:
Consumer called stating the bristle section was falling off the brush head. No injury was reported.